Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The physician attempted to use a closurefast catheter. The lumen was not flushed prior to use. There was no damage noted to the catheter. The IFU was followed during preparation, procedure, post-procedure. It is reported that the catheter was not responding/recognized. When customer plugged in rf catheter to generator, catheter was not recognized on device. The physician noted that no error message appeared as the device did not register that the button was pushed. It is noted that the device was used past its shelf life. The device was inserted into the patient, but was not able to be turned on. The procedure was completed with another cf7-7-100 catheter and the same generator with no issue, the physician was able to complete procedure with no issues. There was no injury to the patient and no additional treatment required.